Manufacturer narrative:
(B)(4). Based on the information provided, it is unknown if the device may have caused or contributed to the reported event. The product has been returned for evaluation and currently a plant investigation is pending. Additionally, the post market clinical staff is in the process of reviewing medical records. A supplemental MDR will be submitted at the conclusion. Related mdrs: 2937457-2104-00584 and 2937457-2014-00586.

Event description:
It was reported by the user facility that a pt reported complaints of severe abdominal pain. The pt and his wife reported to the clinic as instructed. No visible signs of infection at exit site. Temp 98.7, bp 177/87. The pt reports nausea and vomiting that started (B)(6) 2014. The pt's md was notified and orders were received to do cell count and culture of effluent and administer 2 gm vancomycin/160 mg tobramycin ip via 2.5l 2.5% staysafe pd bag. The pt's rn notes cloudy effluent when draining. The pt's rn instructed the pt to dwell 6 hours then drain. The pt left facility ambulatory without difficulty accompanied by wife.